Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(6). However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage check was performed and passed. Pairing with nordic bluetooth device/download was performed and passed. A review of the share logs was performed and signal loss was found for serial number (B)(6) within the investigation window. Bin file analysis was performed and no data found within the investigation window for this transmitter serial number (B)(6). The allegation was confirmed. The probable cause could not be determined. The customer complaint was confirmed because there was an indication of a transmitter loss of connection for another transmitter. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(6).